Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female / chronic pain') in an adult female patient who had essure (batch no. 685786) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed concomitantly with the essure micro-insert". The patient's medical history included uterine leiomyoma, endometriosis and retroperitoneal fibrosis. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), anaemia ("anemia"), hypersensitivity ("hypersensitivity"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and gastrointestinal disorder ("gi conditions") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy,cystoscopy,repair of rectal tear). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, metrorrhagia and anaemia had resolved and the hypersensitivity, vaginal discharge, fatigue, gastrointestinal disorder, hormone level abnormal and weight increased outcome was unknown. The reporter considered abdominal pain, anaemia, dysmenorrhoea, fatigue, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, hypersensitivity, metrorrhagia, pelvic pain, vaginal discharge and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2014, (B)(6) 2010 insertion details-both coils of the e-sure device were placed in each bilateral tubal ostia. Then there were 2-3 coils approximately left in the cavity she received treatment for the following events chronic, dysmenorrhea (cramping), pelvic/abdominal, metorhagia (bleeding b/w periods), anemia, general abnormal bleeding, hypersensitivity, bladder/urinary problems: vaginal discharge, fatigue, gi conditions, hormonal changes, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test(s) (unspecified) result-not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female / chronic pain') in an adult female patient who had essure (batch no. 685786) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed concomitantly with the essure micro-insert". The patient's medical history included leiomyoma, endometriosis and retroperitoneal fibrosis. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), anaemia ("anemia"), hypersensitivity ("hypersensitivity"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and gastrointestinal disorder ("gi conditions") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy,cystoscopy,repair of rectal tear). Essure was removed on 1-jan-2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, metrorrhagia and anaemia had resolved and the hypersensitivity, vaginal discharge, fatigue, gastrointestinal disorder, hormone level abnormal and weight increased outcome was unknown. The reporter considered abdominal pain, anaemia, dysmenorrhoea, fatigue, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, hypersensitivity, metrorrhagia, pelvic pain, vaginal discharge and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2014, (B)(6) 2010. Insertion details-both coils of the e-sure device were placed in each bilateral tubal ostia. Then there were 2-3 coils approximately left in the cavity. She received treatment for the following events chronic, dysmenorrhea (cramping), pelvic/abdominal, metorhagia (bleeding b/w periods), anemia, general abnormal bleeding, hypersensitivity, bladder/urinary problems: vaginal discharge, fatigue, gi conditions, hormonal changes, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test(s) (unspecified) result-not provided. Most recent follow-up information incorporated above includes: on 13-aug-2020: mr received- lot number were added. New event endometrial ablation performed concomitantly with the essure micro-insert were added. New reporter, medical history,insertion details were added. Seriousness criteria removed for genital hemorrhage. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female/chronic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), anaemia ("anemia"), hypersensitivity ("hypersensitivity"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and gastrointestinal disorder ("gi conditions") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy full). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, metrorrhagia and anaemia had resolved and the hypersensitivity, vaginal discharge, fatigue, gastrointestinal disorder, hormone level abnormal and weight increased outcome was unknown. The reporter considered abdominal pain, anaemia, dysmenorrhoea, fatigue, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, hypersensitivity, metrorrhagia, pelvic pain, vaginal discharge and weight increased to be related to essure. The reporter commented: she received treatment for the following events chronic, dysmennorhea (cramping), pelvic/abdominal, metorhagia (bleeding b/w periods), anemia, general abnormal bleeding, hypersensitivity, bladder/urinary problems: vaginal discharge, fatigue, gi conditions, hormonal changes, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2014: essure confirmation test(s) (unspecified) not reported. Quality-safety evaluation of ptc: unable to confirm complaint. On (B)(6) 2019: pfs received: this case was become incident. Event injury was updated as chronic, dysmennorhea (cramping), pelvic/abdominal, metorhagia (bleeding b/w periods), anemia, general abnormal bleeding, hypersensitivity, vaginal discharge, fatigue, gi conditions, hormonal changes, weight gain. Patient date of birth, lab data, essure removal date, treatment details. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.